Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 290 mg/dl.